Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "taken out old implants putting in new ones. Patient had fused wrist implants, had collapsed over time. Had to be taken out in pieces".